Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with lavh, bso, anterior & posterior repair, closure of enterocele and vaginal vault suspension; due to pop and sui. It was reported that following insertion the patient experienced extrusion, infection, urinary and bowel problems, recurrence, bleeding, organ perforation, vaginal scarring and dyspareunia. It was reported that the patient underwent excision of vaginal mesh on (B)(6) 2008 along with culdoplasty; due to erosion. (B)(4) ¿ urinary/bowel problems; undefined recurrence.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 mesh were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.